Manufacturer narrative:
In response to FDA report number: mw5094812. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to regulatory agency ¿juvéderm® ultra was accidently injected into a blood vessel in my face, on the side of my nose. It healed with minimal effects in the area. I am a healthy person but have since had unexplained symptoms including skin rashes." Patient reported additional events of "hair loss, and mouth sores," which are considered not device related. No other information provided.